Event description:
The physician thought, the pt had a competitive device implanted. The device could not be interrogated with a competitive programmer; based on this, the physician decided to explant the device. Upon opening the pocket, the physician discovered that the pt had a biotronik cylos dr instead. This device had been implanted for four years and eleven months, there was less than one year left before elective replacement indication, so the physician chose to replace this device to save the pt a future surgery.